Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the customer complaint and replaced the graphic unit interface touchframe. The unit then performed to manufacturer's specifications.

Event description:
It was reported that there was a touch screen error. There is no reported patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.